Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the adminstration of preventive medication, dvt/blood clots can still develop. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported patients were given dvt prophylaxis once daily by subcutaneous injection to the stomach.

Manufacturer narrative:
(B)(4). Bence abonyi, md1, karoly pap, md, phd1, tamas gal, md, gabor vasarhelyi, md, ivan udvarhelyi, md, laszlo hangody, md, dsc (2020), a comparison of sanatmetal sanat swing and zimmer nexgen total knee implants: 10-year postoperative follow-up results. Concomitant medical products: unknown nexgen femoral component catalog # unknown lot # unknown, unknown nexgen tibial component catalog # unknown lot # unknown, unknown nexgen articular surface catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2021-00641, 0001822565-2021-00642, 0001822565-2021-00643.

Event description:
A journal article was retrieved from joint diseases and related surgery (2021) that reported a study from hungary that looked at the differences between the nexgen and sanat swing knees in long-term follow up. The purpose of the study was to present the 10-year postoperative follow-up results of sanat swing and nexgen total knee implants. The study reviewed 189 total knee replacement patients. The patients were divided into 2 groups; group a (105 patients) received sanat swing implants (sanatmetal), and group b (84 patients) received nexgen implants (zimmer biomet). All patients received a cemented total knee prosthesis with cruciate-retaining inserts and patellar components. The study population had a mean age of 68 years at time of surgery (range 48-86 years). Follow-up was conducted at six weeks, six months, one year and every other year thereafter for 10 years. Four patients underwent a knee arthroplasty. Subsequently, the patients experienced a deep vein thrombosis postoperative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.